Event description:
A report was received that the patient had a magnetic resonance imaging (MRI). After the MRI the patient experienced a shocking and heating sensation, had to charge more frequently, and the ipg was no longer holding a charge. It was believed that the ipg was damage by MRI exposure. The patient underwent an ipg revision wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a magnetic resonance imaging (MRI). After the MRI the patient experienced a shocking and heating sensation, had to charge more frequently, and the ipg was no longer holding a charge. It was believed that the ipg was damage by MRI exposure. The patient underwent an ipg revision wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to feel shocking and/or heating was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to feel shocking and/or heating was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 6mv per day, which was within the expected range. Device exhibits normal charging and discharging characteristics.